Event description:
The device used during a laparoscopic cholecystectomy. It was reported that after inserting the clip applier, the trocars started to leak co2. The silicon rings were damaged. There was no consequence to the pt.